Event description:
It was reported that the patient presented to the emergency room with complaints of the pump alarming and the green light going on and off. Interrogation of the ventricular assist device (vad) showed many low flows and some pulsatility index (pi) events but no pump stoppages. The driveline was also reported to be impaired but taped and wrapped securely. The log file captured intermittent low flow events between (B)(6) 2024. The log file did not contain any type of driveline electrical shorting issues. It was recommended to reapply rescue tape as needed to the areas exposing the clear bionate jacket and shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, primary UDI number and expiration date: corrected. Section d5: operator of device corrected. Section h4 - device manufacture date: added. Manufacturer's investigation conclusion: the reported cosmetic damage to the outer jacket of the driveline could not be conclusively determined as no photos were submitted by the account and no product was returned for evaluation. The submitted log files contained events spanning from 01jul2024 to 03jul2024 and on 09aug2024, spanning approximately 6 hours. No notable alarms or unusual events were captured, and the pump operated as intended at the fixed speed. The patient remains ongoing on vad-17001, and no further events have been reported at this time. The relevant sections of the device history records for vad-17001 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted that showed frequent low flow alarms but no power spikes or speed changes. The patient was reported to be asymptomatic with stable vital signs. The log file captured numerous low flow events on 09aug2024. It was noted that the patient was connected to an ungrounded cable from 1230 on 09aug2024. X- rays of the entire driveline was completed from the controller to pump and no fractures were seen in the line. All alarms were identified to be low flows. After the patient's labs and tests were reviewed, they appeared to be a hypovolemic and was responding to fluids.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.